Event description:
In 08/2005 the reporter contacted lifescan on behalf of the pt alleging that their one touch basic original meter would not powert on. The medical affairs specialist mailed a letter five days later at 11:00 am since the pt/reporter could not be reached. The last result was obtained one day before at 11:oo am. The pt's physician gave their oral medication, along with advice on what to do for their blood glucose levels. It is unknown if the physician tested their blood glucose level. It would have been helpful to know pt's blood glucose level during the time of concern. The customer service agent verified that the battery was correctly installed, the battery was replaced less than one year ago, and the battery contacts were good condition. The csa walked the reporter through pressing the power button and the meter did not power on. There is insufficient info to suggest the product(s) contributed or caused serious injury. Based on the failed troubleshooting, there is an indications that the product meets the criteria for a medical device reportable.